Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's implantable cardiac monitor was having difficulty being interrogated. There were no patient consequences. No additional information was reported.